Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. This system was explanted and replaced. This device is not expected to be returned for analysis as the device was discarded at the healthcare facility. There were no additional adverse effects reported.